Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The lead was repositioned on an unknown date. The patient was in stable condition.